Event description:
After an implantation period of approx. 29 months, oversensing on the ventricular channel was observed. The lead was explanted.

Manufacturer narrative:
The returned lead and the x-ray image were thoroughly analyzed. During the analysis, the lead was checked visually and electrically. Here, multiple signs of wear were found at the lead body. The insulation was damaged by fraying, especially in the distal area. This damage is with high probability the cause of the observed oversensing. The position and characteristics of the fraying lead to the assumption of strong mechanical stress of the lead in the area of the tricuspid valve. Significant lead movement should be considered as the cause. In addition, a deformed fixation was detected during the examination, which is probably a result of the extraction process. The manufacturing process of this lead was reviewed. The production documents showed no anomalies. All manufacturing steps had been carried out correctly. In summary, there were no indications of a material defect or manufacturing error.